Event description:
It was reported that there was a hip revision due to unknown reason. Event reported during the pmcf study.

Manufacturer narrative:
Therapy date: (B)(6) 2016. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00197; 0009613350-2022-00198;0009613350-2022-00199.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay investigation results. It was reported that as part of the pmcf study the devices were revised due to unknown reasons approximately 9 months after implantation . The reported event cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.